Event description:
It was reported that during the posterior spinal decompression even after releasing the hand switch, the toolbar continues to rotate. No patient impact reported. It was also reported that there no intervention and the procedure was completed with spare products. On follow up, it was reported that there was no patient impact and there is no problem with the tool bar.

Manufacturer narrative:
H3: evaluation determined that when the pedal is lightly stepped on, it rotates. The likely cause of the failure could not be able to determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.